Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. It was reported that the bands broke through the sternum post operation due to very poor bone quality and had to be removed. Without medical records, the patient's reported very poor bone quality could not be confirmed as the root cause. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bands fractured through sternum post operation due to very poor bone quality and had to be removed. A follow up surgery for sternal reconstruction was required.

Manufacturer narrative:
Complaint (B)(4). Section e - additional surgeon: dr. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.